Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump module s3 console. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 system displayed an ups error message during set up. The service representative confirmed the error. The led on the dc/dc module did not light during self test. The module was tested on another unit and the same problem occured. The dc/dc module was replaced and the issue was resolved. The unit was tested and then returned to service. No further investigation is required. No trends have been identified. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the s3 system displayed an error message during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump module s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 system displayed an error message during set up. The investigation is ongoing. A follow up report will be sent when the investigation is complete.